Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: an otv connection error, failures of the receiver (rx) and transmit (tx) modules, a power button operation failure, and a power unit failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failures of the receiver and transmit (tx) modules. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video processor had image noise. The issue occurred at an unspecified therapeutic procedure that was able to be completed using the same device. There were no reports of patient harm.